Manufacturer narrative:
The investigation for the reported access site bleed has been completed. The device was not returned for evaluation. However, clinical information was sufficient to determine the root cause. Clinical details states that hemostasis was achieved after the heparin was stopped. Therefore, the root cause of the access site bleed was most likely due to anticoagulation management.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 69-year-old male with cardiomyopathy was implanted with an impella 5.5 as a bridge to transplant. It was reported that while the patient was on support, the systematic anticoagulant was discontinued due to the development of a hematoma.